Manufacturer narrative:
The lot numbers for the three malfunctions were provided and lot history reviews were performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for two malfunctions, with one malfunction also receiving medical images. The investigation for the malfunction with medical records and medical images is inconclusive for malposition and patient device interaction problem. The investigation for the other malfunction that received medical records is confirmed for patient device interaction problem and inconclusive for malposition of device. The third malfunction is inconclusive for malposition and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All three malfunctions involve patients with no reported consequences. Two patients were reported as female with one reported to be (B)(6) years old and weighing (B)(6) lbs; all other patient information is not provided.

Manufacturer narrative:
H10: the lot numbers for the three malfunctions were provided and lot history reviews were performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for three malfunctions, with two malfunctions also receiving medical images. For one malfunction, the investigation is confirmed for malposition and patient device interaction problem. The investigation for the other malfunction is confirmed for patient device interaction problem and inconclusive for malposition of device. The third malfunction is confirmed for patient device interaction problem, but unconfirmed the filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All three malfunctions involve patients with no reported consequences. Two patients were reported as female with one reported to be 48 years old and weighing 190 lbs; one male patient was 69 year old. All other patient information was not provided.